Manufacturer narrative:
The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had fluid ingress in mouth piece. There was no patient involvement.